Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and phantom limb pain. It was reported that the patient was having more difficulty charging implant and they had to charge more often. The family/friend stated they noticed in the year 2015 the "chip" in the patient back had been moving a lot and she thought that was normal. It was recommended that patient speak with their healthcare provider regarding the ins moving. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.